Manufacturer narrative:
The astral device has been returned to resmed for an investigation. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. The stellar user guide provides the following indications for use: ¿the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ the stellar 100/150 user guide provides the following contraindication: ¿the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator.¿ resmed reference: (B)(4).

Event description:
It was reported to resmed that a patient expired during transport while using a stellar 100 device. When the transporter left to transport the patient without a nurse present, the device allegedly displayed 100% battery charge. During transport, the device alarmed 'low battery' and the transporter called for help. The device allegedly shut off, was manually restarted and shut off again immediately. Manual ventilation was not initiated at the time of the event. The power cord was not taken along during transport. The patient subsequently expired.